Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported, approximately 8 years and 10 months post implantation of a 23mm sapien xt valve in the aortic position the patient was presented with stenosis and regurgitation and underwent a valve-in-valve with a 23mm sapien 3 ultra valve. The procedure had a great outcome.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. A device history review (DHR) was not performed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A lot history review was not performed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A complaint history review was not performed as the devices were implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus or structural valve deterioration (stenosis, regurgitation) reported as the complaint. A risk management documentation review was performed. While edwards durability testing of sapien xt valves meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The complaint event was unable to be confirmed due to no device, relevant imagery or medical report was provided for evaluation. There was no allegation or indication of device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. No labeling or IFU/training inadequacies were identified. No manufacturing non-conformances were identified during the evaluation. It is unable to determine what may have contributed to the complaint event; however, it should be noted that the valve was implanted for 8 years 10 months. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Based on the limited information provided, the root cause for the valve degeneration approximately 8 years 10 months post valve implant could not be determined. Since no labeling or IFU/training inadequacies were identified, corrective/preventive action nor product risk assessment is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.